Manufacturer narrative:
An investigation will be performed. As the product in question has been identified as not available for the investigation, a supplemental report is not anticipated unless the results of the investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded by customer.

Event description:
International affiliate reports the expedium single inner setscrew "dusted during the use". No other information is available at this time. However, it is believed that threads of the setscrew may have been torn which likely resulted in a product malfunction. If information is received to indicate something else, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The single inner set screw (product code: 1797-02-000, lot number: annbh1) was returned to the complaints handling unit (chu) on september 30th, 2014 after the initial closure of the complaint. The thread of screw has been stripped off starting at the top of the screw for two full rotations. From there, part of the thread has been compressed into the thread one rotation below it. Complaint confirmed. The evaluation of the device has not affected the original investigations results including the trending and DHR review. A root cause cannot be determined from the sample and the information provided. However, a possible root cause would be the threads of the set screw becoming unintentionally cross-threaded during final tightening, resulting in the threads shearing off. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As indicated previously, the device was not returned for evaluation. Review of the device history record found no discrepancies. A twelve month complaint trend analysis found no emerging trends. Without the product device, we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.